Manufacturer narrative:
(B)(4). Date sent: 7/12/2019. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, when the pedal was released on the suction coagulator, the device was still suctioning and the device was sticking to tissue. When the doctor pushes the button to activate, the device doesn't immediately start activating. When the device does start activating and the doctor released the activation button, the device continues to activate. The doctor would continue to use the same device but would be mindful of the activation issue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2019. Investigation summary: 1 each sample of 004325 lot 184711 was returned for evaluation. The sample received is not the device that was reported in the event. The sample returned of the same lot was functionally tested and found to be performing within specifications. As the device that is reported in the complaint was not returned, an analysis investigation could not be performed. All testing performed on the sample of the same lot found the device within specifications. A conclusion could not be reached as to what may have caused or contributed to the event. The complaint is unconfirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.